Manufacturer narrative:
The customer reported that when doing an nibp on this bsm (bedside monitor), the cuff does not deflate. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The defective pcb ur-3567 board is defective and an exchange unit was returned to the customer to resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that when doing an nibp on this bsm (bedside monitor), the cuff does not deflate.